Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance (sli) value of 125 ohms on the coil to can vector. Technical services (ts) recommended further monitoring and reprogramming of the device. No adverse patient effects were reported. Currently, this rv lead remains in service.